Event description:
(B)(4) study. It was reported post a percutaneous coronary intervention, the patient experienced unstable angina. June 2012 the patient presented with chest pain and was diagnosed with unstable angina. An electrocardiogram was performed which revealed sinus bradycardia with non-specific st segment changes. The patient was referred for cardiac catheterization. An 80% stenosed and 18mm long de novo target lesion was located in the saphenous vein graft (svg) to the first diagonal artery with a reference vessel diameter of 3.7mm. The target lesion was treated with direct stent placement of a 3.0x20mm promus element study stent, resulting in 0% residual stenosis post dilation. In addition an 80% stenosed non target lesion located in the svg to posterior descending artery (rpl) was treated with direct stent placement of a 3.5x38mm promus stent and a 3.5x38mm non bsc stent in an overlapping fashion, resulting in 0% residual stenosis post dilation. The following day the patient was discharged on aspirin and prasugrel. (B)(6) 2013, the patient presented with progressive stuttering chest pain radiating to jaw and shoulders which was subsequently diagnosed as unstable angina. An electrocardiogram was performed which revealed sinus bradycardia with non-specific st segment changes. Cardiac enzymes were noted to be negative. The patient was recommended for cardiac catheterization. An 80% in-stent restenosis located at the svg to 1st diagonal was treated with direct placement of a 3.5x20mm promus stent, resulting in 0% residual stenosis following angiography. In addition a 99% in-stent restenosis of previously placed 3.5x38mm promus stent and the 3.5x38mm non bsc stent located at the svg to rpl was treated with balloon angioplasty and placement of a 3.5x38mm promus stent resulting in 0% residual stenosis. The event was considered resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental information will be filed. (B)(4).